Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 12/06/2016. Complaint for a low transmitter battery was confirmed. In addition a transmitter failure was found and confirmed on 12/06/2016. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Performed a voltage test on the transmitter, resulting in zero volts discharged. Performed a share log review, finding low transmitter battery in data logs. The complaint of low transmitter battery was confirmed. The root cause could not be determined post investigation.